Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device.

Event description:
A us distributor reported that the patient passed on (B)(6) 2018. Multiple attempts to obtain additional information about the events surrounding the patient passing were unsuccessful. The patient's equipment was returned to zmc on 07/12/2018. Per review of the patient's downloaded data, the device entered a detection sequence three times between 12:57:27pm and 01:01:56 pm on (B)(6) 2018. The ECG recordings shows that the patient was in an idioventricular rhythm from 30 to 40 bpm with CPR artifact. The device appropriately did not deliver a treatment shock. Per review of the long-term ECG data, following the lifevest detection sequences, the patient's rhythm was in a paced rhythm at 50-100 bpm. At approximately 01:03 pm a non-lifevest external defibrillation was delivered while the patient was in a paced rhythm at 70 bpm. The post-shock rhythm was a paced rhythm at 40 bpm. The patient remained in a paced rhythm until around 01:18 pm when it transitioned to vt at 200 bpm. The patient was in vt for approximately 1.5 minutes with motion and CPR artifact. The vt self-converted to a paced rhythm at 70 bpm. At around 01:23 pm, the patient's rhythm degraded to vf. The patient was in vf with CPR and motion artifact for approximately 4 minutes before the patient received a second external defibrillation at 01:27pm. The post shock rhythm of the 2nd non-lifevest defibrillation was asystole with pacer spikes. The device was shut down at 01:31:39 pm on (B)(6) 2018 while the patient was in asystole. Motion and CPR artifact prevented the device from detecting the arrhythmias and delivering a treatment shock.